Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd¿ blunt fill needle with filter was found damaged before use inside the packaging. The following information was provided by the initial reporter: "customer has found damaged products inside the package. Outer box hasn¿t had any signs of damage."

Manufacturer narrative:
Investigation summary: 6 samples were received. One came with no packaging blister, the other 5 came in sealed packaging blister. The one with no packaging has the plastic shield and the plastic shield is damaged at about ½¿ from the tip. The needle is bent towards the tip. It got bent when the plastic shield got damaged. From the other 5 samples, three had similar damage; two are good with no defects. No other defects were observed. Additionally, four photos were provided. They show the plastic shield damaged and the needle bent. The plastic hub is placed under the cannulator. Then the needle is positioned and assembled to the plastic hub adding the epoxy to attach them. Then the plastic shield is assembled. In this case the plastic shield was assembled and the mechanical device that inserts it in the plastic hub induced the damage and not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the tip of the bd¿ blunt fill needle with filter was found damaged before use inside the packaging. The following information was provided by the initial reporter: "customer has found damaged products inside the package. Outer box hasn¿t had any signs of damage."